Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during the prep for a laparoscopic procedure using the visera elite video system center, there was an abnormality in the color tone of the image. The device was powered off, and unplugged. After plugging in the connector again, the problem was unable to be resolved. When the power was turned back on, the image was blue, and it was speculated that the narrow band imaging (nbi) button was malfunctioning. When the nbi button was pressed again, the image turned bright red. It was then inferred the problem was related to the light source and the video system center. It was stated that the "subject" was recognizable even with the color off. As the customer did not have any spare equipment, and it was difficult to change the case date, the surgical procedure was converted from a laparoscopic approach to an open approach. This event requires three (3) reports, as the system as a whole was involved. Patient identifier (B)(6) is for the hd autoclavable camera head. Patient identifier (B)(6)visera elite video system center. Patient identifier (B)(6) is for the visera elite xenon light source. This report is for (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: color abnormalities occurred when the camera head, light source device, and video processors were activated. However, once the camera head was replaced, the issue was resolved. There were no other abnormalities observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. There were no abnormalities identified in the subject device (otv-s190). This supplemental report includes information added to b2 and b5 to provide new details received from the customer. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received: the procedure was prolonged by one hour due to the event. As a result of the unplanned open surgical procedure, the patient required extended hospitalization and unspecified treatment.